Event description:
It was reported that the cq2015 three piece collamer lens haptic was bent. Additional info has been requested from the user facility, but none has been forthcoming. If additional info is rec'd a supplemental med watch shall be sent.

Manufacturer narrative:
H6: evaluation codes; results - (other): visual inspection of the returned product showed that one lens haptic is torn and bent. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.